Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl at the time of incident and current blood glucose was 172 mg/dl. The customer provides details regarding symptoms of their high blood glucose such as only thirsty. Customer stated that the issues with air bubbles. Customer also stated that blood at site sensor. Customer was declined to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.